Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 12f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure in the rcfa and post close via a 7f sheath in the lcfa. Reportedly, when attempting to pre-place two prostyle devices in the rcfa, cuff misses [suture retrieval issues] occurred with both devices. The sutures of two new prostyle were successfully pre-placed and the tavr procedure was completed. Hemostasis was achieved in the rcfa with the pre-placed prostyle sutures. Deployment of a prostyle device was attempted in the lcfa; however, a third cuff miss occurred. Hemostasis was achieved in the lcfa with a new prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.